Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl procedure, it was evident that the autoclavable scope was infiltrated and it was impossible to view. It is unknown how the procedure was finished, a delay greater than 30 minutes was reported. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4) h10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The complaint was not confirmed. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to this event include an impact force inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported even. No containment or corrective actions are recommended at this time